Event description:
New information received indicates the lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the initial fast path summary showed out-of-range impedance. Review of the diagnostics revealed one instance of high hv impedance. The patient had 5 recent vt events which were converted with atp and one vf event which coincided with the time on the hvli alert. The patient has leukemia and a lead replacement is not an option at this time.